Event description:
Reportedly, upon interrogation, the subject pacemaker was found programmed in vvi mode, 70 min-1 and 5 v pacing amplitude with 0.5 ms pulse width. The pacemaker was supposed to be programmed in vvir, 60 min-1. It is unknown if the red cross button of the inductive telemetry head was pressed by mistake or if the pacemaker switched in standby mode.

Manufacturer narrative:
Preliminary analysis revealed that the subject device switched in nominal mode due to a user action.

Event description:
Reportedly, upon interrogation, the subject pacemaker was found programmed in vvi mode, 70 min-1 and 5 v pacing amplitude with 0.5 ms pulse width. The pacemaker was supposed to be programmed in vvir, 60 min-1. It is unknown if the red cross button of the inductive telemetry head was pressed by mistake or if the pacemaker switched in standby mode.

Event description:
Reportedly, upon interrogation, the subject pacemaker was found programmed in vvi mode, 70 min-1 and 5 v pacing amplitude with 0.5 ms pulse width. The pacemaker was supposed to be programmed in vvir, 60 min-1. It is unknown if the red cross button of the inductive telemetry head was pressed by mistake or if the pacemaker switched in standby mode.